Manufacturer narrative:
The system was examined and the reported event was replicated on both issues. The table top and auxiliary illuminator module¿s lamps were both replaced to address the issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 30, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to these nonconforming lamps. However, how or when these lamps became nonconforming cannot be determined. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that both illuminator lights need to be replaced. Additional information has been requested.